Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e, with a history of known coronary artery disease (cad). Suspected hemolysis was reported on arrival from the outside hospital, with fhgb decreasing from 200 to 90 following device position adjustment performed the previous day. The patient remains on support. The reported hemolysis requiring repositioning is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Manufacturer narrative:
Information received indicates the device is no longer available for return, suggesting it has been discarded. As of the date of this MDR report, the device has not been received.